Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was part of a system revision due to infection. Additionally, a small abrasion was noted 3.4cm distal of the device pocket. The patient was admitted to the hospital for explant and will have a replacement transvenous system implanted during the hospital stay. No additional adverse patient effects were reported.